Manufacturer narrative:
Additional information has been requested and is pending response. The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The olympus (ofr) sales representative was informed that the customer visera 4k ultra high-definition camera control unit¿s image cut in the middle of the gynecology procedure, ¿had gone into alarm, error 116 otv error¿. Per the customer¿s report, the user changed column/tower and the intended procedure was completed with another similar device. It was reported, that after restarting the subject processor started again. The sales representative reported the column with the subject device is working without any other feedback for the moment. No patient injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, as an e116 error indicates there was a malfunction of the device, and since the device worked after it was rebooted, it is suspected that the reported issue was caused by a temporary malfunction. However, the root cause of the malfunction could not be determined. Olympus will continue to monitor field performance for this device.